Event description:
Subsequent to the initial MDR, a correction or additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s mother, on approximately (B)(6) 2025, the patient experienced nausea, unwilling to eat, and vomiting. The cgm readings was low, the patient¿s mother attempted to feed the patient, however, he declined food and vomited. After the symptoms progressed and worsened, the mother called the ambulance at 02:30 am on (B)(6) 2025. The ambulance took a bg reading which was 53.0 mmol/l and the cgm reading was 2.4 mmol/l. They performed a ketone test which was 6.4 mmol/l. At this point the patient was experiencing a fever due to low ph in blood. The patient was taken to the hospital and treated there with 4 intravenous infusions. At the same time, they performed an electrocardiogram to monitor the patient¿s heart. The patient was discharged on approximately (B)(6) 2025. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.